Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013436873; product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID: l-evolutfx-2329; product lot number: 0013278304; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of a transcatheter aortic valve, the valve was observed to be under-expanded after deployment. A balloon aortic valvuloplasty (bav) was performed using a 23 mm x 60 mm semi-compliant balloon. After the bav, movement of the valve on the left side was observed, and the valve appeared bulged with a shortened frame; the valve position was then noted to be higher than implanted. Regurgitation was observed. Subsequently, a second valve was implanted.